Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation analysis of the returned device identified creases fold, wear abrasion, inner yellow particles in the shell, and curved opening on the posterior side. Leak test and microscopic analysis were performed, which identified crease smooth opening on the posterior side and total delamination on the valve (approximately 70%). Based on the device analysis the final assessment was an opening crease smooth on anterior side assessed as fold flaw opening and total delamination of the valve (cohesive failure).

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.